Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented remotely to the clinic via merlin.net. Upon examining the transmission, it was discovered that the implantable cardiac monitor exhibited p-wave and t-wave oversensing. The event caused a false atrial fibrillation episode to be stored and also resulted in undersensing of r-waves. Programming changes were recommended. No patient symptoms were reported.